Event description:
Pt was admitted to the hospital with an "mrse" infection and congestive heart failure. Incision line for the lifesite device found to be open for an undefined amount of time. Lifesite subsequently explanted due to infection and bleeding from the incision site and pocket.